Manufacturer narrative:
Concomitant product UDI for lgx preconnect is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was experiencing issues related to a folding problem in the tubing connected to the pump and reservoir. A surgical procedure was performed in which the length of the reservoir tubing was adjusted to address the folding. There were no patient complications reported.